Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/29/2013 with the following findings: during investigation, the battery cap was found to have stripped threads. Additionally, the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed that the battery cap had stripped threads and the battery compartment was cracked. This report is made based on results of investigation completed on 10/29/2013. There was no adverse event associated with this complaint.